Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer also reported that insulin pump has a steady beep. The blood glucose reading was 72 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. All of the buttons responded properly. No button anomalies were noted. The insulin pump was monitored for two days. No unexpected audio or beep anomalies were noted. The insulin pump was received with a cracked case at the display window corners and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.